Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to a dim, pink display. The black box revealed a time and date reset to the default setting following a power reset event on (B)(6) 2014 within 10 minutes. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date were observed to have reset to the default setting. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display screen. This report is made based on results of investigation completed on (B)(4) 2014.